Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that while attempting to pace through an external pacer, the lead was unable to pace and exhibited a loss of capture. The lead was sensing appropriately, but would not pace. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.